Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the false alert as the device was synchronized. The technical support specialist dialed into the server and logged into the pyxis enterprise server. Under the synchronization information section for station, the tss verified that the last download, last upload, and last heartbeat were all showing updated date and time, confirming that the device was communicating properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had device with download stopped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.